Event description:
A malfunction was reported with a code displayed as "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump as advised. The customer was instructed to call back if the malfunction recurred and indicated understanding of the guidance provided.